Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Three (3) devices were received for evaluation; 3 events were confirmed during testing. Two (2) devices were found to be affected by damaged internal components. One (1) device was found to be affected by worn and damaged internal components. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 3 malfunction events in which the device reportedly overheated. One (1) event had patient involvement; no patient impact. One (1) event had no patient involvement; no patient impact.